Manufacturer narrative:
A test reservoir was installed and did not lock in place due to broken reservoir tube lip. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked case at reservoir tube window corner and missing reservoir tube o-ring.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the reservoir of the insulin pump has a piece missing and the reservoir cannot attach. Customer's blood glucose level was unknown. Advised insulin pump would be replaced.